Manufacturer narrative:
Correction to d10: the device was available at the time of the initial report. Changed to "yes". Service confirmed damage on the tip membrane along the rf trace. The investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. The device history record has been reviewed. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. A review of the manufacturing records showed all requirements were met. There is an existing car001171 open for these types of events. The investigation is complete. On (B)(6) 2021, bausch + lomb received an email from sheila connors at cdrh/food and drug administration notifying the company that the report initially submitted on (B)(6) 2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Manufacturer narrative:
The product was returned and evaluated. Sparks were observed during the functional testing. The tip passed the flow test. The tip failed the leak test and thermistor testing. The visual inspection failed as dielectric breakdown was observed. The functional testing also failed as a spark was seen. This investigation is ongoing.

Event description:
The user facility reported they had just finished doing a full face and eye thermage treatment, when towards the end of the treatment, the user thought they saw a small spark come from the end of the hand piece. The user was uncertain about the spark and continued with the treatment. About 10 pulses later, the user thought they saw it again. Then with the next pulse, it was an actual small flame. The treatment was cut off and had maybe 50 pulses left out of the 1200. There was no patient injury or impact.